Event description:
It was reported to gyrusacmi that fire came out of the hole on white handle on working element. No patient injury was reported.

Manufacturer narrative:
The dac cord has significant charring/carbon deposits on one side of the electrode connector plug. Melted teflon deposits are also noted on that side, with the opposite side exhibiting no deposits. The balance of the cord is in good physical shape. Note: the eiwe was returned with this instrument but eh investigation is recorded in MDR# 1519132-2012-00009. The charring/carbon deposits were likely caused by incomplete assembly of the electrode to the dac cord. The proper procedure noted in the IFU requires the electrode to be fully inserted until it locks in place, then the dac cord is to be pushed into the opening and engaged with the electrode tip. If the user assembles the pieces incorrectly by inserting the dac cord first followed by the electrode the electrode cannot be forced into the jaws of the dac connector and instead is loosely butting against the connector. This situation results in an intermittent connection that produces arcing between the two pieces.